Manufacturer narrative:
Additional information provided in g.1., g.2., and h.10. Corrective information provided in b.5. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
The event occurred before surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy probe was not cutting and the aspiration was working during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no harm to the patient.